Manufacturer narrative:
The impella cp was discarded by the user facility, therefore a full investigation could not be conducted. The cause of the continued oozing at the patient's insertion site was unable to be determined.

Event description:
The complainant reported that on (B)(6) 2018 a (B)(6) male patient with end-stage renal disease and hypertension presented to the hospital's emergency department complaining of chest pains. The patient was diagnosed with acute coronary syndrome with flash pulmonary edema. The patient was transferred to the ICU for hemodynamic support, where he began to decompensate. The patient was then removed to the cath lab where an impella cp was placed in response to the patient's cardiogenic shock. Following placement of the impella cp the patient was noted to have some oozing at the groin site requiring the application of surgicell and lidocaine. The following morning the oozing was reported to have subsided, and it was reported that the patient had received replacement blood products. On (B)(6) 2018 the patient was reported to be in stable condition, although additional replacement blood was administered due to continued oozing at the insertion site. The oozing at the site continued through (B)(6) 2018 with additional blood being administered to the patient. On (B)(6) 2018 the impella cp was removed from the patient after 156.77 hours of patient support. The support was reported as successful, with the patient in stable condition.